Event description:
The customer reported to olympus that the duodenovideoscope had friction in angle lifting. There were no reports of patient or user harm associated. The device was returned for evaluation and found the distal end had crack (there is a crack in the adhesive between the distal end and the server plug-in). This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the following were scratched: the grip, the right/left knob, the scope connector cover unit, and the suction connector; due to a pinhole on the bending section cover the water tightness was lost, due to annual inspection parts must be replaced, due to deformation of the lever mount, forceps control lever does not move smoothly and the universal cord had coating peeling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal end crack in the adhesive was stress applied to the distal end. Olympus will continue to monitor field performance for this device.